Event description:
It was reported that an asymptomatic patient presented in clinic with device exhibiting post-paced t-wave oversensing. Programming changes were made, and no further issues were reported.